Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the ilet device screen became unresponsive and could not be unlocked despite troubleshooting steps. The user confirmed there were no cracks on the screen. A replacement device was shipped, and the user understood that the replacement would enter a new learning period. No hospitalization, medical intervention, or long-term health effects were reported.